Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized after a vehicular accident in which she was the driver. The patient's blood glucose at the time of admission was 61 mg/dl. However, the customer stated that the low blood glucose did not cause the accident. Additionally, the customer stated that the night before the accident, she had set up her new insulin pump and went to sleep with a high blood glucose. When she woke up in the morning, she was incoherent and not feeling well, presumably from a low blood glucose episode. The patient's blood glucose at the time of call was 474 mg/dl, which she treated two manual insulin injections. She had suspended her pump in the morning as a precaution against potential hypoglycemic episodes. The customer was advised to follow up with her health care provider about her pump settings since the customer was unsure of them and to on her back-up plan and monitor her blood glucose. No products were shipped or returned.